Event description:
The device was being operated on battery power. Reportedly, when attempt was made to charge the defibrillator, the device indicated a low battery condition and would only reach approximately 50 joules.